Event description:
It was reported that the patient with this right atrial (ra) lead underwent a replacement procedure on the right ventricular (rv) lead. During the explant surgery of the rv lead, the ra lead was damaged and required to be explanted. This ra lead was explanted and replaced. No additional adverse patient effects were reported.